Event description:
When setting up for second podiatry case, the counted sponges that came in the o&m custom extremity pack were found to have some sort of dirt or remnant on them. The entire set up had to be torn down. The patient was not in the room. The counted sponges along with the custom extremity pack list lot #: 1606570, was sequestered and email sent along with photo to or leadership as well as o&m team.